Manufacturer narrative:
The reported orientation issue was resolved after the customer manually rotated the endoscope and clutched the port button on the universal surgical manipulator (usm). Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the endoscope view was upside down after the system lost power and restarted. The technical support engineer (tse) had the customer manually rotate the endoscope and clutch the port button on the universal surgical manipulator (usm). The customer installed the endoscope back on the system arm and then the vision was in the correct orientation. The procedure was completed as planned with no reported injury.